Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and monarc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with davinci assisted total laparoscopic hysterectomy, davinci abdominal sacral colpopexy, cystourethroscopy, and laparoscopic enterolysis; due to incomplete uterovaginal prolapse, cystocele, rectocele, and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence and bleeding. It was reported that the patient is scheduled for elective surgical repair of vaginal mesh extrusion on (B)(6) 2010. It was reported that patient is s/p tlh with mesh sacrocolpopexy and she had sexual intercourse (despite prohibitive postoperative instructions) shortly after surgery and was then lost to follow up. The patient is recently presented with vaginal bleeding. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to vaginal mesh extrusion. (B)(40. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.